Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital with pain at the vad driveline exit site and experienced high power and symptoms of hemolysis. The patient received treatment for suspected thrombus. The patient was not deemed a surgical candidate by the treating physician and expired. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple high watts alarms and an increase in power consumption outside the normal operating range. A possible root cause may be attributed to thrombus formation/ingestion within the device. Death is a known potential event associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. (B)(4).

Event description:
It was reported from the united states that this (B)(6) patient was admitted to the hospital due to the severe pain at the ventricular assist device (vad) driveline site. Preliminary log analysis revealed a high watts alarm with pump parameters as following; rpm at 2800, flow at 9.1 l/min and power at 5.6 watts. Lactate dehydrogenase (ldh) was 929 u/l, plasma free hemoglobin at 26.9 mg/dl, hemoglobin at 8.6 g/dl, and international normalized ratio (inr) of 2.39 at admission. The patient voided dark brown urine. The patient was started on heparin and integrilin. The ldh increased to 1123 and over the next couple days, it continued to increase. The patient received tissue plasminogen activator (tpa) but high watts alarms would not stop. The patient was not a candidate for pump exchange and expired on (B)(6) 2013. No autopsy was performed. The treating physician stated the event was related to the device.